Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc sling system on either (B)(6) 2005 or (B)(6) 2009. It was alleged the plaintiff has suffered/will continue to suffer pain, suffering, disability, impairment, and loss of enjoyment of life.

Manufacturer narrative:
Lawyer-filed report-(B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.